Event description:
It was reported, the plastic housing that holds the pt controls on the siderail are allegedly snapping out when the siderails are pulled up and down which could result in exposed wiring. It is further reported that these allegedly snap off when the bed is made up with the sheets and blanket.